Manufacturer narrative:
Vyaire medical did not receive the ventilator due to the customer cancelling the service order. It was later discovered by the customer that the unit shut down due to the battery, so the customer cancelled the service order.

Event description:
It was reported to vyaire medical that the ventilator had an inop message appear and the ventilator shut down during a transport. There was no patient harm associated with this reported event, the patient was manually ventilated with no issues.